Manufacturer narrative:
Submit date: 07/15/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/29/2010 that a customer had an issue with a hemodialysis catheter. The customer stated there were holes appearing on the extension end of the palindrome 28cm. Catheter needed removal and replacement.